Event description:
The customer reported that their device no longer had any voice prompts when the lid was opened. When this device has no voice prompts, the end user would not have the ability to use on a patient, if needed. The customer also advised that they attempted to change out the charge-pak assembly but still experienced the same failure. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer advised physio-control that following replacement of the charge-pak assembly with a new one, proper device operation was observed. The device has since been returned to service for use. The device will not be returned to physio-control for evaluation.